Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber leak and stopped working were confirmed. Functional testing identified that there was a break in the fiber body and the aim beam was present at the location of the break. It is probable that excessive manipulation or bending during the procedure contributed to the fiber break. The interaction between the user and device, caused or contributed to the reported event and device finding. A review of the device history record confirmed that the fiber met specification prior to release. According to the instructions for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination of the device did not identify any abnormalities with the fiber. Functional testing of the device was performed with helium-neon (hene) laser fixture. The testing conducted identified that there was a break in the fiber body between the input connector and the control know, at 142c from the connector. The aim beam was observed to be present at the location of the break. Labeling review a review of the device instructions for use (IFU) was completed. The IFU states: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. It also states do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user and do not bend the fiber. Investigation conclusion based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of prostate, it was noted that the fiber had a leak, and it was not working after 10joules and 1second of use. The procedure was completed with a second fiber without clinical consequences to patient. The fiber was returned and analysis identified a break in the fiber body.